Manufacturer narrative:
The customer¿s report of that a free flow event occurred during an infusion of an unspecified medication was not confirmed in the logs or replicated during testing. The review of the pump module event log identified a primary infusion for pump module s/n (B)(4) was programmed for 2 different medications by user of on 13 aug 2019. The first infusion program was channeled off by user and system was powered down. After system is powered back up, the second infusion program was inputted and started. The rate was changed 2 times and the device was paused and then removed from system. The source pump module was tested using alaris system over infusion test method and found the device delivering IV fluids in specification. There were no irregularities observed during functional testing. Inspection of the source pump module found no irregularities. A functional test was performed and there were no anomalies observed. The root cause was not identified.

Event description:
It was reported that the patient experienced a contraction during a pitocin 30units/ns 500ml infusing at a rate of 1mu/minute with a vtbi of 500mls. A long contraction led the nurse to stop the infusion. When the infusion was stopped the nurse noticed that the pitocin continued to free flow. The patient's contraction resulted in fetal heart deceleration and required terbutaline to relax the uterus. The baby required oxygen and a lactated ringers IV fluid bolus for resuscitation.

Manufacturer narrative:
Please reference trackwise incident (B)(4). The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient information was requested but not provided, however, the patient was a newborn patient.

Event description:
It was reported that the patient experienced a long contraction during a pitocin 30units/ns 500ml infusing at a rate of 1mu/minute with a vtbi of 500mls. The patient experienced a long contraction which led the rn to stop the infusion. When the infusion was stopped the rn noticed that the pitocin continued to free flow. The patient's long contraction resulted in fetal heart deceleration and required terbutaline to relax the uterus. The baby required oxygen and a lactated ringers IV fluid bolus for resuscitation.